Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 150-200 units of insulin. Reportedly, customer loaded a new cartridge to address the issue and resume insulin therapy. Customer's blood glucose level was 189 mg/dl.